Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited undersensing. No programming changes were made. The patient status was unknown.